Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of 10mm cerebral aneurysm. It was reported the physician replaced it with another device and finished the procedure. No patient complications were reported.